Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was with juvéderm® ultra with 0.1 cc in each side of thee zygoma and 0.8 cc in the lips. A week post injection, patient reported a pimple formation in the nlf near the pyriform aperture. The pimple grew into a slightly tender to touch nodule. Hcp treated with hylenex in that area, and it resulted in no change.